Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cap con iii, infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent a breast augmentation revision with a mentor memorygel, 225cc breast implant, experienced bilateral capsular contracture grade iii with double bubble, and infection post procedure. . The patient feels pain and that the implants are tight over her chest wall. The health care professional reported patient had infection- noticed when implant was removed, was red, patient had fever, doctor took her to hospital, culture showed infection. As a result, patient underwent bilateral removal without replacement on (B)(6) 2022. The patient symptoms improved after the removal. This report relates to the right prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cap con iii, infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent a breast augmentation revision with a mentor memorygel, 225cc breast implant, experienced bilateral capsular contracture grade iii with double bubble, and infection post procedure. . The patient feels pain and that the implants are tight over her chest wall. The health care professional reported patient had infection- noticed when implant was removed, was red, patient had fever, doctor took her to hospital, culture showed infection. As a result, patient underwent bilateral removal without replacement on (B)(6) 2022. The patient symptoms improved after the removal. This report relates to the right prosthesis.